Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 4 in the patient's mouth, the implant did not achieve primary stability in type ii bone. The clinician reports the implant's mobility. Another implant was torqued to 45 ncm in another site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.